Event description:
It was reported that: after 48h of patient monitoring variable invasive blood pressure values were observed. As a consequence, the patient has received inadequate medication (stop of vasoactive drugs). As the phenomenon continued, it was attributed to a technical problem and the monitor was replaced.

Manufacturer narrative:
The investigation was started. Investigation results will be reported in the follow up report.